Event description:
It was reported to ge medical systems that a pt received a third degree burn. The pt was being monitored by a non-ge anesthesia control system which included ECG cables. The MFR of the ECG cable states that the cable is mr compatible and that the possible cause is improper routing of the cable. The burns were under non-ge electrodes.